Event description:
The medtronic midas stealth midas line-powered surgical power tool system motor, to be used, did not allow for any attachments to click onto the drill. The arrows on the drill could not be adjusted so that the attachment could line up on the drill and be attached. A replacement was available, and there was no patient harm or delay in the case.